Manufacturer narrative:
(B)(4). Similar to device under 510(k) k063619. (B)(4). Summary of investigational findings: used tds returned to aid the investigation. Visual inspection showed no problems with the tds wire or thread. No parts of the coil remained at the tds wire. A functional test was performed by connecting a pda coil to the returned delivery wire and no issues was found with this procedure. Since no part of the coil was left on the wire it is plausible that the physician detached the coil inadvertently due to counterclockwise rotation of the wire during insertion. No evidence to suggest device not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for pda closure. There was no problem in vessels. The coil was entered from pulmonary artery to aorta side. When the physician withdrew a delivery system before detaching the coil, the coil was detached. Since the coil was placed with no problem though detachment occurred unexpectedly, the procedure was completed. Patient outcome: there has no adverse effects to the patient.